Event description:
Per additional information from the customer, the event was found during an endoscopic, therapeutic procedure. The duration of the procedure was not prolonged. The outcome was not affected by the reported problem. The procedure didn¿t need to be completed with a similar device. Also, prior to use, the device was inspected as per the instructions for use.

Manufacturer narrative:
Additional information has been obtained and provided: b3, b5, e2, e3, & g2. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a bad scope socket connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the front panel was damaged; scope connector was worn out and lamp life was over 500 hours. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source leds were flashing on the front panel. The event was found during the procedure. There were no reports of patient harm.